Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) opened the back of the auxiliary unit and inspected the drawer boards, confirming that all were lit correctly. The station was powered down, and the back of drawer was accessed to reseat all cables on drawers 2.1 and 2.2. After powering station back on, logged into the hardware test application (hta), and all lids were opened with cubies released. The fse then performed the test function, which passed successfully and was saved to the d drive. The system was rebooted, and upon returning to the application, the customer recovered the drawer failure. The cubie drawers were opened to inspect for any medications or debris that may have fallen between the pockets. The final testing in hta confirmed proper functionality, and the customer successfully recovered the failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.